Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacture received alleging headache. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Manufacture also observed a unknown specks of black contamination and black potential hair/fibers observed on the bottom enclosure and front panel. Manufacture observed white dust-like contamination on the blower box, blower box top enclosure and the blower motor. Manufacture observed 1 error during evaluation. Manufacture observed that the blower motor brass nut and screws had corrosion on them and was discolored, indicating potential water ingress and also had potential mineral deposit spots in the bottom, indicating potential water ingress. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source.